Manufacturer narrative:
In absence of a returned product our investigation is complete.

Event description:
Subsequent information reported the patient remained hospitalized within the intensive care unit and passed away approximately 2.5 weeks post admission. The device was not collected post mortem and although the previous technical services data analysis confirmed normal operation as programmed, the physician has alleged the performance of this system, may have cause or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the emergency room after the device appropriately detected and treated an arrhythmia. While in the emergency room, the patient experienced another arrhythmia. The device detected and five anti-tachycardia pacing (atp) attempts were provided. A shock was unable to be delivered due to ventricular fibrillation (vf) undersensing. Sixteen minutes later, the device delivered a shock which interrupted the rhythm. Boston scientific technical services (ts) reviewed the available data and indicated the reason for the delay to therapy was related to the device programming and the irregular and degrading patient's rhythm. No additional adverse patient effects were reported.